Event description:
The customer reported that they deployed the blade prior to use and the blade became stuck. There was no patient injury. The device was returned with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.